Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface to address pain approximately four (4) months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cemented standard femoral component right size 7 catalog #: 42504606202 lot #: 66592602, persona cemented tibial component right size d catalog #: 42542006702 lot #: 65932875, persona straight splined uncemented stem extension 11mm x +135mm catalog #: 42560113511 lot #: 66471538, persona cemented all-poly patella 29mm catalog #: 42540200029 lot #: 66505763. G2 - report source - foreign: event occurred in australia. The complainant indicated that the product could not be returned to zimmer biomet for investigation due to hospital policy. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.